Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of hypervolemia and pneumonia, which warranted hospitalization and antibiotic therapy. The definitive etiology of the serious adverse events could not be provided; therefore, causality could not firmly be established. However, the pdrn reported that the patient¿s pneumonia was community acquired, and the patient¿s hypervolemia was caused by his multiple cardiac comorbid conditions (specifics not provided). Hypervolemia is a common finding among dialysis patients and is frequently multifactorial in its origin. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient is in the hospital because he is retaining fluid and has pneumonia. The patient is being treated in the hospital for both. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room with dyspnea (date not provided) and was admitted for hypervolemia and community acquired pneumonia. The patient¿s pneumonia is being treated with antibiotics (drugs, dosages, durations, frequencies, route not provided); however, the pdrn was unaware how the fluid retention is being addressed. The patient has multiple cardiac comorbid conditions which caused the fluid retention and was unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient currently remains hospitalized and is recovering from the serious adverse events.